Event description:
Boston scientific received information that the physician was unable to end a threshold test immediately, and indicated that the physician had to push on the programmer screen several times to end the test. The patient did experience loss of capture for greater than 2 seconds. The device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient experienced dizziness as a result of the loss of capture. The duration of asystole was not known. The device remains in service. No further adverse patient effects were reported.